Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent total right knee arthroplasty due to degenerative arthritis and varus deformity. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 1. On (B)(6) 2017, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon reported the tibial baseplate was grossly loose the component to cement interface. He noted he femoral component was revised. The surgeon indicated the patella tracked appropriately and was not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2015, dor: (B)(6) 2017 (rt knee).